Manufacturer narrative:
The t:slim g4 user guide states that the auto off alarm notifies the user that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds.

Event description:
It was reported that the customer's blood glucose (bg) was 333 mg/dl and cause was not known. Insulin injections were administered to address bg. At the time of the report, a pump system check was performed with tandem technical support and pump was found to be performing as intended. Device investigation was performed and pump data showed that multiple auto off safety alarms occurred in the time frame of the reported elevated blood glucose and after each occurrence, the customer did not restart insulin delivery for several hours. No device failure was identified.